Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the tubing with multiple cartridges. Customer had elevated blood glucose (bg) levels reaching 511 mg/dl. Customer addressed elevated bg levels with manual injections. Ultimately, the customer reloaded the cartridge and successfully resumed insulin therapy.